Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed repeated restart alert 38 indicating a motor stall, despite multiple restarts and use of new cartridge and infusion set, and the device was replaced. Symptoms included hyperglycemia with a reported high of 300 mg/dl for approximately two hours without additional acute symptoms. Outcomes included the need for backup subcutaneous insulin via manual injection and no medical intervention or hospitalization. Investigation included customer interview, device data sync instructions, and arrangement for device return for analysis. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.